Manufacturer narrative:
The root cause of this event is brine was placed outside the cells during manufacturing due to an unseated supply line allowing air into the system. This could happen after purging if the supply line from the connector to the dispensing plate was left unseated as it was removed from the brine purge box and placed back onto the brine carriage. Method was considered as a contributory factor because an mwi for purging brine is necessary. There is no document that clearly provides instructions on how to purge brine. The root cause category is equipment/other with method as a contributory factor. This created a scenario where a small amount of air could enter the supply line and this air discharged as the line ran at the slower steady state of the slower variable speed of 100 wraps per minute (wpm); then, the brine sputtered as the air bubble discharged from the brine nozzle, placing the brine outside of the cell area. Because the brine is injected slightly forward during slower speeds, this brine outside of the cell rolled upstream due to the motion of the platens as they travel forward in the machine direction. This liquid (brine) traveled upstream, covering the surface of the bottom film and the dosed pre mix powder for multiple cells of the wrap. This brine outside of the cell was captured between the hpm films preventing the top and bottom film layers from being bonded by the seal roll. Due to the perimeter of the cell area not being bonded (layer of two films), it allowed the pre mix powder to flow outside of the cell area. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Investigation (B)(4) t26691, t26693, t26686 & s68516 menst...

Event description:
Event verbatim [preferred term] a few heat cells came into contact with the skin near my pelvic area very briefly [accidental exposure to product], the wrap was torn in the corner and a few heat cells came into contact with the skin [device leakage], itching [pruritus]. Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6) female patient started to receive thermacare heatwrap (thermacare menstrual), device lot number t26691, expiration date jul2020, from (B)(6) 2018 once a day for menstrual cramps. The patient medical history was not reported. There were no concomitant medications. The patient stated "the wrap was torn in the corner and a few heat cells came into contact with the skin near my pelvic area very briefly on (B)(6) 2018. I rinsed the area thoroughly with water and have had no adverse reactions in the area thus far." Upon follow up on (B)(6) 2018, the patient was not hospitalization and received no treatment due to event "the wrap was torn in the corner and a few heat cells came into contact with the skin near my pelvic area very briefly". The patient further added "there was no pain associated with the heat cells coming into contact with my skin. The cells were not hot yet. I had just put the wrap on about a minute before I noticed the itching it was causing on my skin. After I closed it off, my skin was fine". The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2018. The outcome of the events was recovered in (B)(6) 2018. According to product quality complaint group: the root cause of this event is brine was placed outside the cells during manufacturing due to an unseated supply line allowing air into the system. This could happen after purging if the supply line from the connector to the dispensing plate was left unseated as it was removed from the brine purge box and placed back onto the brine carriage. Method was considered as a contributory factor because an mwi for purging brine is necessary. There is no document that clearly provides instructions on how to purge brine. The root cause category is equipment/other with method as a contributory factor. This created a scenario where a small amount of air could enter the supply line and this air discharged as the line ran at the slower steady state of the slower variable speed of 100 wraps per minute (wpm); then, the brine sputtered as the air bubble discharged from the brine nozzle, placing the brine outside of the cell area. Because the brine is injected slightly forward during slower speeds, this brine outside of the cell rolled upstream due to the motion of the platens as they travel forward in the machine direction. This liquid (brine) traveled upstream, covering the surface of the bottom film and the dosed pre mix powder for multiple cells of the wrap. This brine outside of the cell was captured between the hpm films preventing the top and bottom film layers from being bonded by the seal roll. Due to the perimeter of the cell area not being bonded (layer of two films), it allowed the pre mix powder to flow outside of the cell area. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Investigation (B)(4) menstrual & muscle joint us cells. Damaged/leaking was conducted for the same sub-class. This batch t26691 was reviewed at aqrt and the outcome determination was to recall the four batches (t26691, t26693, and t26686 & s68516) per investigation (B)(4). Additional information has been requested and will be provided as it becomes available. Follow-up (02oct2018): new information received from a contactable consumer via the product quality complaint group includes device data (lot number and expiration date). Follow-up (05oct2018) and follow-up (19oct2018): new information received from product quality complaints included: investigational results. New information received from a contactable consumer included: new event "itching", the patient was not hospitalization and received no treatment due to event "the wrap was torn in the corner and a few heat cells came into contact with the skin near my pelvic area very briefly", and event onset date. Company clinical evaluation comment: the above referenced lot number t26691 was recalled on 02oct2018. Subsequent to the conclusion of a manufacturing investigation, pfizer initiated a voluntary recall of 6 lots [s68516, t26686, t26691, t26693, 8054ha, 8054hb] due to a potential for device leakage of the ingredients contained in the heat wrap that could result in serious skin-related events, including burn. These 6 lots were distributed in the united states with expiry dates of either july or august 2020. Comment: the above referenced lot number t26691 was recalled on 02oct2018. Subsequent to the conclusion of a manufacturing investigation, pfizer initiated a voluntary recall of 6 lots [s68516, t26686, t26691, t26693, 8054ha, 8054hb] due to a potential for device leakage of the ingredients contained in the heat wrap that could result in serious skin-related events, including burn. These 6 lots were distributed in the united states with expiry dates of either july or august 2020.